Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) was found to be in safety mode during pre-implant interrogation. This device has not been cleared for implant, therefore, a device return to boston scientific for analysis was recommended. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted fault codes or resets. Longevity calculations were performed and battery voltage measurements displayed a pattern of normal discharge. The analysis confirmed that the device passed automated electrical testing. The internal visual inspection noted cracking of a solder connection. Which did not identify a root cause in manufacturing. The investigation determined that the crack is not manufacturing-related. However, the cause of the clinical observation reported could not be determined. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) was found to be in safety mode during pre-implant interrogation. This device has not been cleared for implant, therefore, a device return to boston scientific for analysis was recommended. No patient involvement.